Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain¿ low profile one-piece abutment 3.4mm(d) x 1mm(h) (ilpc341u) was returned for investigation. Visual evaluation of the as returned abutment identified that the abutment had signs of use. The abutment was fractured at the screw threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was bruxism. Bone density unknown. The reported device was located on tooth # 15 (universal) and was used for approximately for five (5) months. DHR review was completed for the subject lot number 2022061156. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2022061156 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported temporary bridge 13-15 using an older 3i implant with a locator abutment have been removed. Screw-retained bridge with metal framework between 2 implants. Fracture of the conical abutment (the part of the abutment where the threads start) was discovered during removal of the temporary bridge and has been removed.